Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low adc device scan result, and it is unknown whether the customer noted a trend arrow on the device. The customer experienced abdominal pain and initially self-treated with sugar. The customer then went in a hospital, was admitted in the intensive care unit (ICU), and was diagnosed with diabetic ketoacidosis. The customer then received intravenous insulin (dose/type unspecified) and went to rehydration protocol for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.